Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow and brown particles in shell, curved and crack opening. The leak test and microscopic analysis was performed which identified: a linear smooth opening on anterior in the same location of crease and a cracked opening in valve. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. A crack opening on valve assessed as cracked valve seat diaphragm valve. Correction to emdr-01094 submitted 29/may/2021 : g.3 date 07/may/2021.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation device remains implanted.